Event description:
It has been reported that the system could not shoot x-rays in the middle of a procedure. A portable unit was brought into the examination room to finish the procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Review of the system log file showed image processing computer (ippc) malfunction with memory bank 4 fails post error. As a part of repair activity, the fse reseated the ram inside the ippc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.